Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: the coil unraveled when the physician encountered difficulty in coiling. During withdrawal, unintended detachment occurred in the microcatheter. The coil was successfully retrieved in its entirety with the microcatheter. Another coil was used with no further issues and the procedure was completed with no pt injury reported.